Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown dose at an unknown concentration of lioresal baclofen via an implantable infusion pump for cerebral palsy and intractable spasticity. It was reported that the catheter migrated. An x-ray was taken and showed the catheter had migrated out of the intrathecal space. The patient reported withdrawal symptoms. A catheter revision occurred as an intervention. During the migration, 26.9cm of the original spinal segment was left in the patient. 57.4cm of new spinal segment was added to the old and the full segment is now 84.3cm. The patient's withdrawal symptoms have been resolved since the revision. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.